Manufacturer narrative:
Additional information was received that the ejection fraction had decreased from 55% a few weeks prior to implant to 20% the day of implant. During the implant a pre-balloon aortic valvuloplasty (bav) was not performed and there was no annular calcification. It was suspected that the poor quality of the computed tomography (CT) due to respiratory motion may have contributed to misinterpretation of the annular dimensions. The 29mm valve was repositioned once prior to the dislodgement. Per the physician, severe cirrhosis was a significant contributor in the unsuccessful resuscitation efforts. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Images were submitted to medtronic for review. The image review showed an executive summary that highlighted the prosthesis sizing and noted percent oversizing, which is accurate for a stenotic valve. The transcatheter aortic valve replacement (tavr)was being performed for aortic insufficiency of a native valve. Potential factors that can influence a dislodged valve include tension applied on the delivery catheter system (dcs) during positioning, calcification levels in the native vessel, compliance of the aorta and native vessels, and a number of others. In this case, a conclusive root cause could not be determined from the limited information available but it was reported that computed tomography (CT) scan quality may have contributed to misinterpretation of the annular dimensions. Dislodge events are typically not related to a device malfunction. The valve was snared and a second valve was implanted. Hypotension is a known potential adverse effect per the device instructions for use (IFU). It is an effect that is highly dependent on the patient's pre-procedural condition and can occur despite a normally-functioning device or model implant procedure. With the limited information available, a conclusive cause could not be determined but the patient¿s reported low ejection fraction may have been a contributing cause. In addition, the reported hemodynamic instability may have been a result of the hypotension and low ejection fraction. Ventricular fibrillation (vf) is generally a result of known potential adverse effects per the device IFU, such as conduction disturbances or hypertension, or an effect of certain medications or other pre-existing patient conditions. It is a potential procedural complication associated with any cardiac or thoracic procedure, open or catheter-based, and can often be treated with medication. With the limited information available, a conclusive cause for the vf could not be determined. The cause of death was not reported. It was unknown if an autopsy or explant was performed but per the physician, the patient¿s severe liver cirrhosis was a significant contributor to the patient¿s death. Patient death is a potential risk associated with the implantation of a bioprosthesis valve per the device IFU. A procedure- or valve-related death is an inherent risk when the patient condition is such that a tav is needed to sustain cardiac function, and it can occur despite an ideal implant procedure or device functionality. With the limited information available, a conclusive relationship between the device and the death could not be established. This event does not indicate device misuse or malfunction. Updated data: h6 - method cod, results code, conclusion code additional code- img component code. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that immediately following the implant of this transcatheter bioprosthetic valve into a patient with pre-existing aortic insufficiency, the valve dislodged deep into the left ventricle. The valve was snared out of the left ventricle and stabilized in the aortic root. It was reported that the patient had difficulty maintaining a stable blood pressure. A second transcatheter bioprosthetic valve was deployed into an adequate position. The patient experienced episodes of ventricular fibrillation and hemodynamic instability. Resuscitation efforts eventually were stopped and the patient deceased. The cause of death was not reported.